Event description:
The facility reported a colleague infusion pump with the reported condition "open button of keypad was inoperative at channel c." It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperable open button on the keypad of channel c was confirmed by baxter personnel during product evaluation. The root cause was assigned to fluid intrusion and damage to the pump head module keypad flex cable. Service indicated that no repairs were performed, but did not indicate the reasoning as to why. Should additional information be received, a follow-up medwatch will be submitted.